Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and suspected clogging of the sample probe and ise electrodes. The fse indicated the customer replaced the sample probe and na electrode to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium and chloride on their dxc 600 pro clinical chemistry analyzer. The customer estimated five patients had results reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
G1 manufacturing site name and address is updated from beckman coulter mishima k.k. To beckman coulter and its address.